Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the available information, there were no negative consequences for the patient. The instrument arrived in a clean status with the broken off tip but without the fragments. The components have been examined visually and microscopically with the digital microscope. A visual inspection of the instrument. A broken off tip was found. Additionally a visual inspection was performed of the fracture surface. The slider of the bone punch shows visible damage. Additionally the main part of the bone punch shows a visible damage. Furthermore unknown residues were found. A visual inspection of the broken tip was performed and damage was found. The device quality and manufacturing history records have been checked for the lot number (52312487) and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. A CAPA is not necessary.

Event description:
Country of complaint: USA. Tip broke/was cracked. Occurred during laminectomy surgery. No patient harm reported. No surgical delay reported.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a broken off tip. Additionally we made a visual inspection of the fracture surface. The slider of the bone punch shows visual damage. Additionally the main part of the bone punch shows visible damage. Furthermore we found unknown residues. We made a visual inspection of the broken off tip. Here we found visible damage. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect and production error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. This kind of instrument is desigined for delicate use only. We assume a mechanical overload situation as the causal factor. We also assume that the unknown residues are from the adhesive strip. No CAPA is necessary.